Manufacturer narrative:
Additional information added to h6, and h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. A local engineer evaluated the machine and found the red connector to be leaking. The component was reconnected and the machine functioned normally. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the aged component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the floor during hemodialysis therapy with an ak 96 machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.